Manufacturer narrative:
Pump: serial number: (B)(4); catalog: 72402287.

Event description:
The pt was implanted with an acticon artificial bowel sphincter device. The cuff and the pump was removed and replaced on (B)(6) 2012 due to recurring incontinence.